Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with a type ib or iiib endoleak (at an indeterminate origin). The physician elected to treat the patient by relining with a medtronic endurant (non-endologix) device on (B)(6) 2019. The patient reportedly tolerated the procedure well and the aneurysm was successfully excluded. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The type ib endoleak of the right common iliac artery complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was discharged home stable on post operative day 5 following a secondary endovascular procedure. Additionally, clinical assessment determined that there was evidence to reasonable suggest sac growth of 8mm occurred that was not included in the event as reported. The bifurcation was aneurysmal pre index, this could have contributed to the sealing of the distal stent. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b1: adverse event or product problem: update b5: describe event or problem: update g1,2: contact office- name has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with a type ib or iiib endoleak (at an indeterminate origin). The physician elected to treat the patient by relining with a medtronic endurant (non-endologix) device on (B)(6) 2019. The patient reportedly tolerated the procedure well and the aneurysm was successfully excluded. As of date, there have been no additional patient sequelae reported. Additionally, clinical assessment determined that determined that there was evidence to reasonably suggest sac growth of 8mm occurred that was not included in the event as reported.